Event description:
The center reported that a staff nurse was cleaning up at the end of a site collection. Nurse backed up into a sharp metal tab on the automatic donor scale. It tore through the uniform and punctured her right calf leaving a wound and contusion. The nurse was treated for the wound and is getting baseline blood tests. There was no blood exposure to anyone else.